Event description:
The physician was attempting to implant a 3.0mm diameter x 34mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in the rca that was reported to exhibited severe calcification and 85% stenosis. It was reported that the lesion was pre-dilated; however the physician could not pass the stent to the target lesion. The device was returned to the manufacturing facility and the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the 1st distal segment was partially overlapping the distal marker band. The 1st proximal stent segment was raised, deformed and pulled distally. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device), patient condition affected effectiveness of the device (patient lesion morphology; severe calcification and 855 stenosis). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; severe calcification and 85% stenosis). (B)(4).